Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead dislodges multiple times. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.